Event description:
Biomedical tech reported that an althin-baxter system 1000 hemodialysis device removed more weight from a pt than intended. The pt experienced minor cramping but there was no pt injury or medical intervention associated with this incident. The uf goal was 2.6 kg., the actual uf was 3.4 kg.